Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -7.50 diopter was implanted into the patient's right eye (od) in (B)(6) of 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown. The reporter stated " we speculate that the reason for the high vault was due to incorrect lens size selection."

Manufacturer narrative:
Implant date: (B)(6) 2022. (B)(4).